Manufacturer narrative:
The sample is reported to be available, but has not yet been received by the manufacturer. A review of the device history record is not possible as no lot number was provided. Root cause could not be determined. All information reasonably known as of 19-apr-2018 has been included in this health authority report. Should additional information be obtained, a follow-up health authority report will be provided. The information provided by halyard health represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to halyard health. Halyard health has no independent knowledge of the event reported but is relaying the information that was provided by the user facility where the incident occurred. (B)(4).

Event description:
Halyard received a single report that referenced five different incidences, which were associated with separate units, involving five different events. This is the first of five reports. Refer to 8030647-2018-00231 for the second event. Refer to 8030647-2018-00232 for the third event. Refer to 8030647-2018-00233 for the fourth event. Refer to 8030647-2018-00234 for the fifth event. It was reported the flex connector came away from suction catheter during suctioning. The suction catheter, or only the flex connector, was replaced immediately for a new device. There was no patient injury.

Manufacturer narrative:
The product involved in the report has been returned and is being processed for evaluation. A review of the device history record is in-progress. Upon completion of the sample evaluation and investigation; a follow-up report will be filed. All information reasonably known as of 25-may-2018 has been included in this health authority report. Should additional information be obtained, a follow-up health authority report will be provided. The information provided by halyard health represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to halyard health. Halyard health has no independent knowledge of the event reported but is relaying the information that was provided by the user facility where the incident occurred. This product incident is documented in the halyard health complaint database and identified as complaint (B)(4).

Manufacturer narrative:
The device history record for the reported lot number, m7299l602, was reviewed and documented that the lot was manufactured according to the approved manufacturing procedures, specifications, and then released by quality assurance. One sample device was returned. The original packaging was not received with the device. The returned double swivel elbow (dse) and flex connector (mating component) were examined. There were no visible damages to the manifold, male insert, or flex connector components. The small end of the flex connector (15mm) was advanced onto the male insert of the dse until slight resistance was detected. Initial resistance was felt just above the medial point of the insert. A certified ruler was placed next to the mated components. The distance between the leading edge of the flex connector and the top of the dse flange was 4mm. The flex connector was rotated to verify the flex connector was attached to the dse. The dse initially rotated with the flex connector however, in the middle of the rotation task, the (flex connector) disconnected from the male insert. All information reasonably known as of 02-jul-2018 has been included in this health authority report. Should additional information be obtained, a follow-up health authority report will be provided. The information provided by halyard health represents all of the known information at this time. Halyard health has no independent knowledge of the event reported but is relaying the information that was provided by the user facility where the incident occurred. This product incident is documented in the halyard health complaint database and identified as complaint (B)(4).